Event description:
It was reported the patient had revision surgery performed on (B)(6) 2014 for a distal medial tibial non-union. The patient¿s original surgery was within the past year, exact date unknown. It is thought the patient may have been non-compliant and walked on the leg. The variable angle plate and three broken screws were removed along with intact screws. The patient has the implants and they will not be returned. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Additional product code: hrs. Original surgery was within the past year, exact date unknown. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.